Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose around (B)(6) 2018 with blood glucose of 0 mg/dl at the time of the incident. The customer stated they messed up and ended up overdosing. The customer was at 323 mg/dl at the time of the call. The customer was given glucose shots to treat. The customer experienced symptoms such as a coma. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering as the settings were incorrect. Troubleshooting was completed and no issues were found. The customer stated they received a replacement pump that had physical damage. The insulin pump will not be returned for analysis.